Event description:
Dealer called stating that the front leg of the 65650 rollator allegedly sheared off when the consumer hit a dip in the ground as she was walking through the grass. The consumer fell but no injury alleged. The malfunction has not been confirmed.